Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Coil was implanted in patient.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, after successfully deploying and detaching two ruby coils in the target vessel using a lantern delivery microcatheter (lantern), the physician attempted to place a third ruby coil. However; while advancing the ruby coil through the lantern, the physician felt a grittiness and then the ruby coil unintentionally detached while partially advanced outside of the lantern. Therefore, the physician used a syringe to flush the detached ruby coil into the target location. The procedure was completed using additional coils and the same lantern. There was no report of an adverse effect to the patient.